Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008 the patient with degenerative disc disease at l5-s1 underwent following procedures: decompression at l1-s1 bilateral. Instrumentation using pedicle screws, l5 and s1. Posterolateral bone graft using autologous bone. As per operative report: ¿a lateral radiograph showed that the screws were in good position. Morselized bone graft was then used with a bmp sponge and placed in the lateral gutters up on the l5 transverse processes bilaterally, spanning through the sacral ala inferiorly.¿ post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.